Manufacturer narrative:
Findings: unit received with no button response due to lcd keypad connector unlocked. No blank display. Lcd board ok. Unable to performed functional test due to keypad anomaly. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, unable to verify battery out limit due to keypad anomaly.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 127 mg/dl. The customer stated that the device was not dropped nor bumped and not exposed to moisture. Customer was advised to remove battery for 10 minutes. The customer was advised to clean the battery cap contact with cotton swab. The customer was advised to insert a new alkaline battery and make sure is inserting battery correctly. The customer stated the display did not return. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.